Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced difficulty draining during initial drain of peritoneal dialysis therapy while using a homechoice device. The patient was connected, and no alarm was present. There was no patient injury or medical intervention associated with this event. No additional information is available. The homechoice device was not returned; therefore, the device could not be evaluated. The cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the homechoice device was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.